Event description:
It was reported that the analyzer had issues testing atrial lead impedance. When connected to alligator clips, the atrial channel always showed an abnormal pacing impedance greater than 4000 ohms. The same alligator clips were then used with a different programmer and analyzer and normal atrial lead impedances were achieved. The programmer and analyzer status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).